Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 130 units of insulin. Customer¿s blood glucose was 140 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.